Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the screen was frozen and would not respond to the user interaction. A device history review revealed no issues that could have caused or contributed to the reported issue. The condition was verified as a display failure. The cause of the condition was the ui pcba. The ui pcba required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the screen was frozen and would not respond to the user interaction. No additional information is available.